Event description:
It was reported during a therapeutic examination of the ureter prior to retrograde intrarenal surgery (rirs)/ureteroscopy with laser lithotripsy for kidney stone, there was a perforation of the ureter while using the rigid ureteroscope. The procedure was abandoned when the ureter was seen to be perforated. A double-j stent was passed. The patient subsequently developed a urinoma and septicemia but refused treatment at the current facility. The patient sought further treatment from an interventional radiologist to drain the urinoma. He went to another hospital and was placed on oxygen and developed disseminated intravascular coagulation (dic) and pleural effusion. He was admitted to the intensive care unit (ICU), had four surgeries including a percutaneous nephrostomy. This was informed to the customer by the urologist in that hospital. The customer's urologist visited the patient a couple of times. The opinion of the urologist was that the tip of the olympus semi ridged ureteroscope is sharp, not beveled, and this is dangerous because it can perforate the ureter very easily. The scope has not been used since that incident.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, there were no reportable device abnormalities observed; therefore, the reported failure was not confirmed and the root cause could not be determined. This supplemental report includes an update to d9 and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.